Event description:
Customer's mother reported receiving a button error alarm on the insulin pump that they could not clear. She stated that the insulin pump could have been possibly exposed to moisture. The blood glucose reading was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.